Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. The customer had been experiencing high blood glucose levels of 500 mg/dl since the night before. The customer was bolusing, but his blood glucose remained high, and he did not get any alarms. Troubleshooting was performed, and found that the insulin pump had given no delivery alarms two days prior to the event, but the customer didn't change the infusion set. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.